Event description:
It was reported that during device change out for eri, on (B)(6) 2018, the rv lead was capped and replaced due to noise. The patient was asymptomatic and was stable before, during, and after the procedure.